Event description:
It was reported that the ac adapter was disposed of by the facility. Therefore the ac adapter cannot be returned and product analysis will not be performed.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 04/27/2016. The handheld was received without an ac adapter or serial cable. A known working ac adapter was used during analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications; however, the condition of the unreturned ac adapter is unknown. Analysis of the flashcard was completed on 04/27/2016. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician¿s handheld computer was not powering on. The physician¿s office indicated that troubleshooting was performed; however, this did not resolve the issue. The handheld is expected to be returned for analysis, but has not been received to date.